Event description:
Caller states the pt tested 6.4 inr on the coaguchek s system and 3.7 inr on a comparison lab. Pt's coumadin was held 1 day and the dose was changed. No adverse event reported. Requested return of suspect device and replacement was sent.